Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited, a b30 (scope communication error), due to a damaged on the charged coupled device unit. There were no reports of patient involvement.

Manufacturer narrative:
Correction: h8 was inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that during user handling, physical stress was applied to the insertion tube and the charged coupled device unit was damaged, causing the incident. Olympus will continue to monitor field performance for this device.